Event description:
"Caller alleged discrepant results compared with the lab. Patient is also concerned about the precision of own meter.

Manufacturer narrative:
Tests were done more than three hours apart. Three hours between readings is considered a reasonable length of time by manufacturer for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. No further precision test is required. As of today, no product is expected to return. No further investigation will be required. No corrective action required as no product deficiency was established.